Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged at the back of the case. The clip rail was damaged. Insulin pump felt in water and working fine. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis